Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 250 mg/dl and it was addressed with a bolus via the pump. During troubleshooting with tandem's technical support, it was noted that there were small air bubbles in the tubing. Reportedly, the customer would change the infusion set and site.